Manufacturer narrative:
The reported issue was confirmed. The acrylic window was replaced.

Event description:
It was reported that the antiglare has worn off of the device. No patient injury was reported.